Event description:
The initial reporter alleged discrepant positive results for the elecsys anti-hcv ii assay on the cobas 6000 e601 module compared to negative results obtained using the vitros j&j system and polymerase chain reaction (pcr). On (B)(6)2023, the sample tested positive with a result of 4.29 cut-off index (coi) on the cobas 6000 e601 module. A repeat measurement on the same system also yielded a positive result. On (B)(6)2023, the same sample tested negative with a result of 0.08 coi on the vitros j&j system. Pcr testing conducted by molbio diagnostics also returned a negative result. The customer noted that samples with results in the range of 1 coi to 5 coi on the cobas 6000 e601 module often yield negative results on other analyzers, including pcr and other chemiluminescent immunoassay (clia) systems.

Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 module (serial number: (B)(6)). The investigation determined that the assay was performing within specifications. A review of calibration and quality control data confirmed that all results were within the expected ranges, and no instrument-related issues were identified. The investigation was limited as the sample material was not available for further analysis. False positive results can occur with the anti-hcv ii assay due to its specificity of 99.85%, as noted in the method sheet. Additionally, anti-hcv antibodies may remain detectable for life even in the absence of active hcv rna replication. A definitive root cause for the reported event could not be determined based on the available information. The customer was advised to follow the recommendations in the method sheet, including the use of supplemental methods for repeatedly reactive samples and the analysis of follow-up samples if results remain borderline.